Event description:
It was reported that after the pocket was closed on this cardiac resynchronization therapy defibrillator (crt-d) system implant, the right ventricular (rv) lead oversensed noise, which resulted in pacing inhibition. The patient didn't experienced greater than 2 seconds of asystole. The noise was unable to be re-created with isometrics and pocket manipulation. The physician re-opened the device pocket, and explanted and replaced the rv lead, which resolved the issue. It was noted the rv lead appeared to have blood in the inner lumen. Boston scientific technical services (ts) discussed the noise was likely due to air coming from the inner lumen and escaping out the device header. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was used to capture the surgery to replace the device. The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed. Visual examination identified a hole in the rv setscrew seal plug. Next, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
It was reported that after the pocket was closed on this cardiac resynchronization therapy defibrillator (crt-d) system implant, the right ventricular (rv) lead oversensed noise, which resulted in pacing inhibition. The patient didn't experienced greater than 2 seconds of asystole. The noise was unable to be re-created with isometrics and pocket manipulation. The physician re-opened the device pocket, and explanted and replaced the rv lead, which resolved the issue. It was noted the rv lead appeared to have blood in the inner lumen. Boston scientific technical services (ts) discussed the noise was likely due to air coming from the inner lumen and escaping out the device header. This crt-d remains in service. No additional adverse patient effects were reported. Additional information was received that the replacement rv lead also oversensed noise, which resulted in pacing inhibition. The patient didn't experienced greater than 2 seconds of asystole. In addition, loss of capture (loc) was observed. A revision procedure was performed, and upon opening of the device pocket, a significant amount of blood was seen around the connector block of the rv lead. When the physician removed the rv lead from the device header, there was a lot of blood on the lead and dried blood around the connector block. The rv lead was surgically abandoned and replaced. The crt-d was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was used to capture the surgery to replace the device.

Event description:
It was reported that after the pocket was closed on this cardiac resynchronization therapy defibrillator (crt-d) system implant, the right ventricular (rv) lead oversensed noise, which resulted in pacing inhibition. The patient didn't experienced greater than 2 seconds of asystole. The noise was unable to be re-created with isometrics and pocket manipulation. The physician re-opened the device pocket, and explanted and replaced the rv lead, which resolved the issue. It was noted the rv lead appeared to have blood in the inner lumen. Boston scientific technical services (ts) discussed the noise was likely due to air coming from the inner lumen and escaping out the device header. This crt-d remains in service. No additional adverse patient effects were reported. Additional information was received that the replacement rv lead also oversensed noise, which resulted in pacing inhibition. The patient didn't experienced greater than 2 seconds of asystole. In addition, loss of capture (loc) was observed. A revision procedure was performed, and upon opening of the device pocket, a significant amount of blood was seen around the connector block of the rv lead. When the physician removed the rv lead from the device header, there was a lot of blood on the lead and dried blood around the connector block. The rv lead was surgically abandoned and replaced. The crt-d was explanted and replaced. No additional adverse patient effects were reported.